Event description:
Event description boston scientific received information that during a follow up visit, this right ventricular lead revealed noise with inhibition of pacing stored on the electrogram. Sensitivity was programmed to 1.0mv in unipolar configuration with r wave measurements at 1.2mv. The patient had not experienced symptoms with the inhibition of therapy. A technical service consultant was contacted.